Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error. Troubleshooting was performed. Customer's blood glucose was 288 mg/dl. Alarm occurred during prime. Customer does not recall any significant events that may have led to the alarm. The device was not exposed to a strong magnetic field or MRI. Alarm cleared. Customer was advised to disconnect from the device. Customer does not use sensor feature and is able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.